Manufacturer narrative:
Additional information: device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. However, the customer provided a photograph which was evaluated by a subject matter expert. The picture displayed the anterior segment of a pseudophakic eye claiming to be a 3 pc sensar iol acrylic monofocal iol model ar40. A linear/parallel scratch with a smearing appearance was observed, but the root cause and the potential clinical impact of the observed phenomena cannot be determined from a picture assessment. The complaint issue of cosmetic issue was identified during the product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided catalog number: partial catalog number indicated since the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Implant date: unknown/ not provided. Explant date: n/a, lens remains implanted; therefore, not explanted. Telephone number: (B)(6). Device manufacture date: unknown as the serial number of the device was not provided. The device is not returning for evaluation since it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) showed scratches after implantation. Customer has provided an unaltered picture of the iol showing the issue after the lens was implanted. The surgeon reports a scratching noise during implantation and the lens showed no issues during loading. No further details were provided.